Event description:
Reporter indicated that a vns patient had passed away and the cause of death has not yet been finalized. The patient was reported to have been found dead on his apartment floor without respiration or heart beat. The patient's devices were explanted and returned and are currently awaiting analysis. At this time the treating medical professional has ruled that the death's relationship to vns is unknown.